Event description:
While investigating monitor sn (B)(4) for an unrelated issue, a reportable problem was discovered. The monitor failed a pulse test.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test was isolated to shorted insulated gate bipolar transistors (igbts) q12, q13, q16, and q17 on the defibrillator pca. The root cause for the shorted igbts has been unable to be positively identified. A corrective action has been initiated to investigate shorted igbts. No adverse event resulted from the defective monitor.